Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the anterior chamber collapsed. A wet intrepid plus fluidics management system (fms) was visually inspected and no obvious defects were detected. The sample was tested using an console. The fms primed and tuned with the ultrasonic handpiece, and infusion sleeve from the lab stock successfully. Aspiration and irrigation flow rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. After an investigation of this complaint, no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported though they had several irrigation errors, the cassette passed priming; however, during ultrasound of the nucleus, the irrigation stopped and the anterior chamber in patient¿s right eye collapsed with zonule dehiscence during the cataract procedure. An anterior vitrector was utilized and the procedure was discontinued midway. The patient was scheduled for a reoperation at another facility at a later date. Additional information received from the surgeon who indicated one week later, a re-operation was performed with scleral fixation of an intraocular lens (iol) and it was completed without any problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).